Manufacturer narrative:
This is the same event 3010536692-2016-00595. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was revised due to the following mom complications: increased cobalt and chromium levels and increased pain. There were cyst-like lesions (left).